Manufacturer narrative:
Section b3: corrected data. Section b5, h6: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2018, patient underwent protek duo right ventricular assist device (rvad) placement due to right heart failure and shock post ventricular tachycardia (vt) ablation.

Manufacturer narrative:
Manufacturer¿s investigation conclusion a direct correlation between the reported event and the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established through this investigation. The heartmate 3 instructions for use (IFU) lists bleeding, arrhythmia, and right heart failure as possible adverse events that may be associated with the use of the heartmate 3 lvas. In addition, this document outlines the recommended anticoagulation regimen (including inr range) as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced anemia, hemoglobin (hgb) dropped less than 7 g/dl. The patient was transfused 2 units of packed red blood cells (prbc). Hgb remained stabled and considered resolved on (B)(6) 2018.